Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that an electric arc occurred during the procedure. As a result, the operation was extended by approximately five minutes while the surgeon switched to a monopolar system. The patient was not injured. The surgeon's glove suffered a burn, but the skin underneath was not injured. No negative impact in state of health reported.